Manufacturer narrative:
The distributor performed the evaluation and repair.

Event description:
It was reported by the distributor that the power cord was damaged, resulting in exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.